Event description:
It was reported that during an infusion of sargramostim 4.6mcg/0.46ml over 30 minutes, the female luer of the syringe extension set cracked and leaked. Although requested, there has been no impact to patient response or additional event information made available to date.

Event description:
It was reported that the luer cracked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added to: section; b.5. (Patient information clarified/detailed), d1, d4, d10, d11, & g.5. The customer¿s report that the luer cracked was confirmed based on visual inspection. Inspection observed cracks along the side of the set's female luer lock. Further testing observed fluid to leak from the cracks. Previous investigations have shown that cracks may result from overtightening of the female luer on the mating component. In addition, if the female luer was overtightened upon connection, then it would have been difficult to disconnect the female luer from the mating component. An excess application of force may have been exerted upon disconnection, resulting in the breakage. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Although cracks were observed, the set was reprimed using a lab syringe. The fluid leaked from the cracks. The root cause was identified as a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the luer cracked. Additional information requested, but was not provided.